Event description:
Covidien received information stating that the ht70 plus ventilator generated an oxygen (o2) sensor failure alarm. There was no patient invovlement.

Manufacturer narrative:
(B)(4). The returned ht70 plus device was evaluated for the reported o2 sensor failure. The device&#39;s event history log was reviewed. The user&#39;s complaint was verified and the o2 sensor was replaced to resolve the reported issue.